Event description:
New information received on september 21st, 2018 states that the patient was stable with no harm.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device back up vvi issue was observed. Physician noticed a drop-in heart rate during a magnetic resonance imaging study and the device switched to back up vvi mode. No further information available.

Event description:
New information received on september 21st, 2018 states that the issue was resolved with programming changes. Patient was stable.